Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced alarms on the mobile power unit (mpu). When the patient's power cables were moved the mpu made a brief alarm, but it did not show on their system controller or the mpu. Log files were submitted for review. The event log file captured pulsatility index events as well as routine power source changes. There were no abnormal system controller alarms or pump faults in the log file. It was noted that the alarm silence button was pressed multiple times in the log file history even though no actual alarm conditions were active in the log.

Event description:
It was additionally reported that the system controller had been appropriately alarming. The system controller was exchanged which resolved the issue.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the system controller (serial number: (B)(6)) atypically alarming when connected to the mobile power unit (mpu) and having atypical power cable disconnect and low voltage alarms was confirmed via investigation of the returned product. The system controller returned for analysis and was able to operate a mock circulatory loop for an extended period of time without issue or alarm. However, when the power cables were manipulated, the test mpu began to audibly alarm without an alarm activating on the system controller. When the white power cable was insulation tested, several wires did not pass. The system controller¿s white power cable was opened, and damage to the yellow and brown wires was observed. The yellow wire is responsible for echoing an alarm to the mpu or power module from the system controller, and damage to this wire would cause the observed alarm. The brown wire is responsible for the relative state of charge (rsoc) signal, and damage to this wire would cause the reported atypical power cable disconnect and low voltage alarms. Data was reviewed in the submitted and downloaded log files. The first set of submitted log files showed the system operating as intended, with no atypical alarms or notable events observed in the data reviewed. In the data from the second set of submitted log files and the downloaded log files, intermittent atypical power cable disconnect and low voltage alarms activated due to the rsoc voltages fluctuating around the alarm voltage thresholds, consistent with the observed wire damage. The driveline was disconnected from the system controller on 19jun2025, consistent with the reported system controller exchange. The atypical low voltage and power cable disconnect alarms did not prevent the system controller from supporting the system as intended while the driveline was connected. The root cause of the reported atypical alarms was determined to be due to damage to the white power cable. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook, rev. D, section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, rev. D, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The patient continued to experience low voltage hazard alarms and no external power alarms while connected to their mobile power unit (mpu). The alarm was able to be recreated while patient was in clinic with the clinic's mpu. This was the second occurrence with a different mpu. Additional log file were sent for review. The log file captured numerous power cable disconnect and low power hazard alarms while the patient was connected to the mpu. There were no other unusual events recorded in the log file event history. The alarms were not able to be recreated with a practice pump. It was noted that while patient was on the mpu, the clinician moved the white power cable and that triggered the alarms. There was no noticeable damage, and the cables were fully connected. The system controller was exchanged.